Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a remote transmission from merlin.net on (B)(6) 2021 showed that a patient's right ventricular lead exhibited 8 episodes of noise reversions. The last recorded episode occurred on (B)(6) 2021. It is unknown if the source of the noise is external or actual lead noise. No action was taken and the patient was scheduled for continued monitoring. The patient's condition was stable throughout.